Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with the same device.

Event description:
It was reported the bronchofibervideoscope had an abnormal image. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer¿s complaint/reportable malfunction was confirmed. Based on the investigation results, unable to confirm image loss ¿ abnormal image was unable to be specified, since the actual item was not sent to the quality department at the shirakawa plant, it is not possible to confirm the detailed condition of the product. Presumably, the cause could not be identified. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable as there is no information indicating that the defect was caused by user misuse.¿ olympus will continue to monitor the field performance for this device.